Event description:
During a pci procedure involving a calcified and 100% stenotic lesion in the mid lad, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. A terumo introducer sheath (size unk) and a rinato guide wire were also used in the procedure. No pt injuries or complications were reported.